Manufacturer narrative:
The field service engineer reported the customer found a substance on the sample probe and that the wash station output was low. He found black water tanks were pressed against the rear of the system. The customer corrected the water tank positions and ensured no kinks in the water supply lines. The field service engineer checked the system per customer request. The customer ran calibration and qc over several days with no further issues seen. The investigation determine the customer's and service actions resolved the issue.

Event description:
There was an allegation of questionable ise indirect gen 2 results from the cobas 8000 cobas ise module. The initial sodium result was 152 mmol/l and was reported outside of the laboratory. The repeat result was 141 mmol/l and was believed correct. The electrode lot number and expiration date were requested but were not provided.